Event description:
Information received from the clinic confirmed the patient had symptoms of shortness of breath and fatigue, but the symptoms were related to the patient¿s heart disease with chronic atrial fibrillation (af). The device was check and measurements were fine with normal device function. The patient was placed on a halter for evaluation. The clinic states that the patient is thin which contributes to the protruded look of the area. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the clinic had the patient wear two external heart monitors because, the patient was having problems with their pacemaker device working 37% of the time. The patient can hardly make it going up steps. The patient stated that the implant was ¿a crappy job¿ and the outline of the pacemaker and leads was able to be seen. The patient complained of soreness and tenderness in the implant area from rubbing of the seatbelts because the device seemed close to the skin, was ugly, and protrudes. The patient was concerned the pacemaker will pop out. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 502ag25 mechanical valve 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the implantable pulse generator (ipg) was explanted and stated "it was removed because it was installed improperly". The ipg was replaced. No patient complications have been reported as a result of this event.